Event description:
It was reported that the touchscreen of a pump was unresponsive, preventing the customer from interacting with the device. There was no reported adverse impact to the customer's blood glucose level. Customer received information on how to reset the pump and successfully restored the functionality of the pump screen through this process.